Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy due to noise. Physician suspects a connection issue. Device was replaced. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.